Event description:
A falsely elevated troponin result of 9.86 ng/ml was reported to the physician. The physician requested another sample drawn from the pt and it gave a troponin result of 0.0 ng/ml. The original sample was repeated and gave 0.0 ng/ml of troponin. There were no reports of adverse health consequences as a result of the falsely elevated troponin results. Analysis of the instrument data by dade behring personnel indicated maintenance items needed to be addressed to resolve the problem.